Event description:
It was reported that during a 6 week f/u, x-rays showed that 1 of the caudal screws backing out of the plate. A revision surgery was performed approx 6 weeks post op to replace the screw.

Manufacturer narrative:
Device was not returned to MFR for eval. Post op x-rays reviewed by product development engineer confirmed that 1 of the caudal screws backed out. With the available info, a contributing factor or cause for the reported event cannot be identified.